Manufacturer narrative:
(B)(4). Method: the returned mr210 chamber was visually inspected for cracks. Results: visual inspection for chamber revealed a crack near the port of the chamber dome, which is consistent with the chamber having sustained an external impact. A lot check revealed no other complaints of this nature for lot number 100708. Conclusion: all humidification chambers are pressure tested during production and those that fail are rejected. It is possible the port of the mr210 chamber sustained an impact during production but was too small to be noticed during visual inspection and pressure testing. It is also possible that the crack was exacerbated during transport. (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that an mr210 adult humidification chamber was found cracked about 22mm long near the chamber port. This was noticed right out of the box, prior to patient use. No patient consequence was reported.